Event description:
On 4/24/96 an aus device was implanted. Info received on 5/21/97 indicates the entire device was removed from the pt due to "pelvic fracture and bladder surgery." Surgery info has not been provided at this time.